Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer, the sample will not be returned to baxter for evaluation. Therefore, the reported condition of "leaking" could not be confirmed. In addition, the customer did not have the lot number information so a batch review could not be performed. Should the sample and/or additional information be received, a follow-up report will be submitted.

Event description:
It was reported to baxter healthcare that one (1) ce infusor lv5 device had sprayed and leaked everywhere during patient use. According to the report, the nurse was in the process of unwinding the tubing from the coiled cap when the 5-fluorouracil, that was filled in the device, started spraying from the location of the tubing and stress member location. The chemotherapy drug sprayed onto the nurses arm (who was wearing long sleeved shirt), however, the medication had soaked through the shirt and on to her skin. The nurse had to undress and wash the area with warm water and soap. There was no patient injury or medical intervention required for the patient. The device was filled with 230ml of 5-fluorouracil (4270mg) and normal saline. No additional information is available.